Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('perforation') and genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), pelvic pain ("chronic pelvic pain"), abdominal pain ("abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (hysterectomy (full) and salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation and device expulsion outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, pelvic pain and uterine perforation to be related to essure. The reporter commented: patient received treatment for migration/ perforation, pelvic pain, dysmenorrhea (cramping). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Previously reported event "injury" is replaced with "migration/ perforation", events- "pelvic pain, dysmenorrhea (cramping), bleeding", reporter, lab data added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.